Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. The described therapy was found. A space line neutrapur was selected. A volume of 700ml and a rate of 125ml/h were adjusted. The infusion started and 30 minutes later the rate changed to 300 ml/h. Two hours later, the volume was done. No other abnormalities were found. During the visual inspection of the perfusor space, all cover caps of the screw pillars were available and undamaged. The seal on the lower housing part was missing. No damages on the housing parts could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -+1,84 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). During an inside investigation of the device some dry residues of liquid could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. A product deviation could not be found.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report number (B)(4). The device has been requested to send it for investigation to bbmi laboratory in (B)(4). If we get technical investigation report, a follow-up will be created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "under infusion." Customer information: the staff pulled out 100 ml from a 500 ml nacl (braun) ecoflac bottle. They then added 2x50ml of a drug in the bottle. Then they connected the infusomat space line safe set (neutrapur) 8701149sp to the bottle. They connect the set to the pump and set vssi 700ml to avoid vtbi near end. Flow is set on 125ml/h. After apx 45 minutes the rate is increased to 300ml/h. After apx 2h the pump alarms for vtbi near end. The bottle is not empty. A new vtbi is set to 300ml and the infusion continues. When the bottle is empty and the infusion is completed, the pump shows an infused volume of 857,7ml even though the bottle only contains 500ml. Date of occurrence: (B)(6) 2020. Time of occurrence: 09:53:33 - 13:02:12.